Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, biomechanical overload, bone resorption, peri-implantitis, mobility (B)(6) are same patient).